Event description:
A customer contacted beckman coulter inc. (Bec) stating that 1 ml leak of clear liquid leaked from the blood sampling valve (bsv) area contained within their unicel dxh 800 coulter cellular analysis system. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye protection at the time of the incident. The lab's exposure control plan is in place. No injury or exposure was reported. There was no report of any patient results being affected by this incident.

Manufacturer narrative:
A service visit was set up however, the customer cancelled the request. The field service engineer (fse) performed troubleshooting over the phone and found that the aspiration line that extends from the aspiration probe to the bsv had popped off on the bsv end. The customer was able to reconnect the tubing to the bsv and the leak was resolved. The cause of the leak is the tubing that popped off the bsv. (B)(4).